Manufacturer narrative:
It was reported that the attune impactor handle broke during impaction. The red thumb button broke off from the handle and the internal spring came out. All pieces were retrieved. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impactor handle broke during impaction. The red thumb button broke off from the handle and the internal spring came out. All pieces were retrieved.